Manufacturer narrative:
To date, the device has not been received at boston scientific. Upon receipt at boston scientific, the device will undergo detailed laboratory analysis in an attempt to confirm and determine the root cause of this event.

Event description:
--

Manufacturer narrative:
A review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator reached the elective replacement indicator on (B)(6), 2010 with a battery voltage of 2.67v and a charge time of 22.5 seconds. Premature battery depletion was suspected. A replacement procedure was performed. The device was removed, replaced, and returned for analysis. No adverse patient effects were reported.